Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth pairing issue with their merlin app. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of bluetooth telemetry loss. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that bluetooth telemetry was restored and interrogation was successful. There were no patient consequences.